Manufacturer narrative:
The investigation for the positioning issue has been completed. Product was not returned for investigation. Clinical details state the pump was found to be shallow and directed towards the mitral valve. While attempting to reposition the pump, the device was inadvertently pulled into the aorta. The cause of the positioning issues was most likely due to a use related issue, as the clinical reports the pump was inadvertently pulled out by the physician.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support during protected high-risk percutaneous coronary intervention. During the support, the impella cp was found to be shallow and directed towards the mitral valve. While attempting to reposition the pump, the device was inadvertently pulled into the aorta and was subsequently explanted with a survived outcome. Subsequent treatment was unnoted.